Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the needle was unable to deliver medication during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no: 320122, batch no: 7270708, unknown. It was reported that the consumer encountered needle clog during injection, does not prime, does not re-use. Verbatim:consumer reported needle clog during injection, does not prime, does not re-use. Problem occurred a few days ago, samples and packaging were discarded. Lot # for current box is 7270708, product # 320122, no exp date. Sample for current box also discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7270708, medical device expiration date: n/a, device manufacture date: 2017-11-17; medical device lot #: unknown, medical device expiration date: n/a, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was unable to deliver medication during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no: 320122; batch no: 7270708, unknown. It was reported that the consumer encountered needle clog during injection, does not prime, does not re-use. Verbatim: consumer reported needle clog during injection, does not prime, does not re-use. Problem occurred a few days ago, samples and packaging were discarded. Lot # for current box is 7270708, product # 320122, no exp date. Sample for current box also discarded.